Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on her back. It was described as red and itchy. The patient was recommended to use lotrimin cream from her physician. After using the cream, the patient reported that the red mark is not itching and appears to be improving.